Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please find additional event information provided by sales rep below: what surgical procedure was performed? Rectum cea. What were the indications for surgery? During the case, there were no other indications other than leak along the stapler line. Did the patient receive any preoperative chemotherapy or radiation? No. Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? Staples along the anostomosis line were not performing proper b formation. What is the current status of the patient? Patient is discharged from the hospital. Will the device be returned for analysis? No, the hospital is holding onto the device as witness sample.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Healthcare professional was informed beforehand about how to use and often used this device in the hospital. Where in the green gap setting scale was the indicator located prior to firing? Green gap setting was in orange indicator. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Healthcare professional waited 15 seconds before firing. Was the device difficult to close? While the device was closing, it did not feel any harder than usual to close. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, healthcare professional heard the noise and felt the breaking. Were the donuts inspected? If so, please describe. Yes, donuts were inspected. Donuts were in circular shape as they were supposed to be. Was a complete washer transection confirmed? Yes, confirmed. How was the leak managed? Device did not staple some part of stapling line thus there was leakage in anastomosis line. What is the current patient status? Patient status is stable. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What surgical procedure was performed? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? Was the temporary ostomy planned or performed due the reported issues with the device? How was the anastomosis addressed directly? What is the current status of the patient? Will the device be returned for analysis?

Event description:
It was reported that during an unknown procedure, product did not receive formation b and anastomosis line did not close. Temporary ostomy was opened.